Event description:
It was reported the pruitt f3 carotid shunt was leaking at the blue stopcock joint during pre-use check. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for investigation. However, the report of the device leaking at the blue stopcock joint was confirmed by a lemaitre representative in south korea. Investigation into previous issues with a similar report has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.